Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation does not indicate any anomalies on the device. The interface was connected to a smith and nephew dyonics console and a smith and nephew dyonics power max shaver was connected to it. The interface was then connected to a duo pump. The shaver was activated and the pinch valve on the pump activated and the suction roller¿s speed increased. The shave was turned on and off several times and the device functioned as intended. This complaint cannot be confirmed. A batch record review has been conducted for this lot of (B)(4) pieces that were manufactured in 2013 and the results indicate that in this batch of product there were no anomalies or discrepancies in the manufacture of this lot and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for the serial number of this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2018-53353.

Event description:
It was reported by the sales rep that during a knee repair that two of the customer's hand control interfaces, power/power max, were working on and off. The surgeon completed the procedure with a 3rd like device with no patient consequences or delay.